Manufacturer narrative:
The t:slim user guide also states: tap change cartridge. Screen will display that all insulin deliveries will be stopped. Tap yes to continue. Disconnect the infusion set from your body and tap next to continue. ¿preparing for cartridge¿ screen is displayed. On (B)(6) 2017: during a follow-up, tandem technical support informed the customer that the amount of insulin that may have been delivered to the customer depending on the position of the pump's rack pushrod and the maximum amount of insulin that may have been delivered would be 0.3 units. The customer understood the information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer accidentally forgot to disconnect the infusion tubing from the infusion site when the pump screen instructed the customer to do so during the load sequence. The customer was concerned that insulin may have been delivered inadvertently delivered due to the failure to follow the correct steps while performing the load sequence. The customer's blood glucose (bg) level was 115 mg/dl. During a follow-up, it was reported the customer did not experience a low bg level due to the event.